Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The device history records (DHR) for the device was reviewed. The associated device was released based on company acceptance criteria. (B)(4).

Event description:
A technician reported a shutter error message appeared and treatment was aborted as the surgeon was pressing the foot pedal. The surgeon cleared the message and proceed with the aborted treatment with no further issues. Upon follow up, the reporter indicated that the patient is doing well.

Manufacturer narrative:
No abnormalities that could have contributed to this event were found during device history records review. Logfile review shows that no interruption during treatment and no error message about the laser shutter appeared. So the reported problem shutter error cannot be confirmed. The root cause could not be determined conclusively as no problem was found in the logfile. The manufacturer internal reference number is: (B)(4).